Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided, the bending section adhesive detached was likely due to a fracture problem and the residual liquid or foreign material coming out of forceps channel port was due to dust or dirt problem. The most probable cause of failures was cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The cysto-nephro videoscope was returned to the service center with a report of control or plug body damaged. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was observed that residual liquid or foreign material came out of forceps channel port and the adhesive on bending section (a-rubber) was detached. There was no patient involvement.